Manufacturer narrative:
The returned device was still in the sealed box. The of the reported code 1003 was determined to be due to exposure to cold weather as the confirmed temperature was .16 degrees celsius.

Event description:
It was reported that this pacemaker recorded a code 1003 during pre-implant interrogation. This device was not attempted and the procedure was completed with a new device. This device was subsequently returned. No patient involvement.

Event description:
It was reported that this pacemaker recorded a code 1003 during pre-implant interrogation. This device was not attempted and the procedure was completed with a new device. This device is expected to be returned. No patient invovlement.